Manufacturer narrative:
It was reported that a 6f avanti + sheath introducer with guidewire (no obturator) was sutured in a patient and a little while after the procedure the side port tubing ¿popped¿ off the main body of the sheath and the patient¿s blood started coming out the side port. The blood loss was not treated but the patient developed a pseudoaneurysm within first 48 hours after discharge which was treated with a thrombin injection. The device was either lot#17417352, 17326710, 17386529 and 6f sheaths. The procedure that had been performed was intervention of the lad. The indication for the procedure that was performed was for coronary artery disease (cad). The access site was the left femoral artery. There was no difficulty or resistance during prep, insertion of the dilator, insertion over the wire or removal of the dilator. There was no resistance during withdrawal of any of the devices through the sheath. The sheath had not kinked or been twisted and or torqued prior to the separation. It was in place for 3.25 hours before the event occurred. An obturator was used in the sheath after the procedure which was attached to the heparin saline pressure bag. The approximate blood loss by the patient was ½ ounce. There was no treatment required for the blood loss. The patient was stable but developed a pseudoaneurysm within first 48 hours after discharge and received a thrombin injection in the interventional radiology department. The device was returned for analysis. One non sterile unit si avanti+ 6f std w/gw no obt was received inside of a plastic bag. A sheath introducer 6fr and obturator 4fr were received for analysis. Side port extension was received separated from barb (cannula); a collar was received outside of original place (must be positioned near of stopcock). Waives condition were observed on cannula (csi). A black suture was observed tied to the suture collar. Blood residuals were observed inside from cannula and stockpot from side port extension. No damages were observed on obturator. Inner and outer dimensional analysis was performed to tubing extension and barb components and results were found within of specification. A pet meeting was held and no anomalies related to manufacturing process were observed in the unit received; measurements were found within of specification. Tubing extension was inspected under vision system and no damages were observed on the collar and tubing. Barb was inspected under vision system and no anomalies or damages were observed on it. Lots 17417352, 17326710 and 17386529 were reviewed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. As a part of the review, side port pull test and fpi/lpi results were reviewed and no anomalies were found. The reported separation of the side port extension was confirmed due to the condition of the returned device. However, the exact cause could not be determined. This issue does not appear to be related to the design and manufacturing process as analysis of the returned device noted that the product dimensions were within specification and the device history record review reviled no anomalies associated with this complaint. Given the information available for review, clinical factors contributing to the issue could not be conclusively determined. However, the event description notes that the sheath was ¿attached to the heparin saline pressure bag¿ and it is plausible that the side arm of the sheath may have pulled in some way exerting force to the point of separation. The reported minimal and untreated bleeding was likely due back up of blood via the separated side arm. Vascular pseudoaneurysm, on the other hand, is a known procedural complication related to the use of sheaths where procedural and/or pharmaceutical factors may contribute to the issue. The instructions for use instruct to ¿remove the sheath when clinically indicated by placing compression on the vessel above the puncture site, and slowly withdraw the csi. Discard the sheath appropriately.¿ this occlusive compression on the vessel along with a period of time, as determined by hospital protocol, is intended to decrease the risk of bleeding and minimize complications. Neither the DHR nor the information available for review suggest a design or manufacturing related cause for the difficulty experienced by the customer, therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The device was received. It was received in pieces. The completed engineering report will be submitted within 30 days upon analysis.

Manufacturer narrative:
Additional lots: 17326710. Expiration date 8/31/2018. Manufacturing date 9/23/2015. Lot: 17386529. Expiration date 11/30/2018. Manufacturing date 12/22/2015. A device history record review was performed and showed that these lots (the three separate lots) of products met all requirements per the applicable manufacturing quality plan. Additional information is pending including the return of the device and any further information received will be submitted within 30 days upon receipt.

Event description:
It was reported that a 6f avanti + sheath introducer with guidewire (no obturator) was sutured in a patient and a little while after the procedure the side port tubing "popped" off the main body of the sheath and the patient's blood started coming out the side port. The blood loss was not treated but the patient developed a pseudoaneurysm within first 48 hours after discharge which was treated with a thrombin injection. The device was either lot#17417352, 17326710, 17386529 and 6f sheaths. It is not indicated if the device will be returned. The procedure that had been performed was intervention of the lad. The indication for the procedure that was performed was for coronary artery disease (cad). The access site was the left femoral artery. There was no difficulty or resistance during prep, insertion of the dilator, insertion over the wire or removal of the dilator. There was no resistance during withdrawal of any of the devices through the sheath. The sheath had not kinked or been twisted and or torqued prior to the separation. It was in place for 3.25 hours before the event occurred. An obturator was used in the sheath after the procedure which was attached to the heparin saline pressure bag. The approximate blood loss by the patient was 1/2 ounce. There was no treatment required for the blood loss. The patient was stable but developed a pseudoaneurysm within first 48 hours after discharge and received a thrombin injection in the interventional radiology department.